Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent an unknown procedure on (B)(6) 2006 and mesh was implanted. Following the procedure, the patient experienced mesh erosion into the vagina three times and is eroding for the fourth time. The patient experiences nerve pain on right side groin, constant stinging and burning right side groin, recurring uti¿s. The patient reported that mesh is now rubbing against and aggravating urethra causing damage. The patient is unable to have sexual intercourse and reported breakdown of marriage due to diminished sex life, constant bloated and nausea, lower right side back/buttocks pain that radiates down inner right leg. No additional information was available.